Event description:
It was reported by the affiliate that the(1) er420 was used during a laparoscopic cholecystectomy procedure. It was reported that the instrument clip would not feed into the jaw properly. The case was completed with another device and with no pt consequences.